Event description:
See initial report.

Manufacturer narrative:
H10: a livanova field service representative was dispatched to the facility to investigate the device and could not confirm the reported issue. Calibration by flash firmware was performed. Subsequent functional verification testing through long-term running was completed without issues and the unit was returned to service. Complaints database analysis revealed that no similar event on this device occurred since its installation in 2016. The reported malfunction can be caused by: an electronic venous occluder (evo) clamp harware issue; a faulty communication between the encoder board and the ribbon cable; an incorrect tubing size or material used by the customer. Based on technical service intervention, hardware malfunction can be excluded as cause of the event. It cannot be ruled out that an incorrect tubing size / material could have contributed to the reported event.

Event description:
Livanova deutschland received a report that when the power supply was turned on an electrical venous occluder (evo) clamp gave an error code related to faulty encoder. After that, the device was rebooted several times and error disappeared. The issue occurred at setup. There was no patient involvement.

Manufacturer narrative:
Patient identifier: there was no patient involvement. Concomitant medical products: livanova deutschland manufactures the electrical venous occluder (evo) clamp. The incident occurred in gifu, japan. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.